Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use on patient cardiosave intra aortic balloon pump (iabp) had gas loss and iabp may require maintenance error occurred. The customer stated while troubleshooting discussion with the getinge person through phone that, the previous day they switched out the therapy to another console due to a iabp may require maintenance message. Also mentioned that no interruption of therapy occurred longer than a minute and no harm to patient.

Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected field: g3. Failure code 14 (compressor failure), documented in the service order and received on 15th dec 2025, was inadvertently missed during the follow up MDR (mfg report number: 2249723-2025-0002599) assessment. As a result, the reportable information was not captured in the follow up MDR submission. Following retrospective review, the oversight was identified and the event was determined to be reportable. Therefore, a correction MDR is being submitted, and the g3 date is being corrected to 15th dec 2025 to reflect the date of the reportable information. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Manufacturer narrative:
Updated fields - b4, b5, d8, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - d10. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp), customer called to report a gas loss alarm on a cardiosave. Customer reviewed troubleshooting and they verified no blood in the helium tubing and all connections for the tubing are tightly secured. They state the patient is going into and out of cardiac arrhythmias that send the hr into the 140¿s. Customer reviewed options of therapy settings and the clinical reasons the alarm would exist. During the discussion alessia stated that they had switched out the therapy to another console yesterday due to a maintenance required message on a cardiosave. Customer and the team swapped out the cardiosave with another without issue. Customer states no interruption of therapy occurred longer than a minute and no harm to patient. Customer does not wish to give patient demographics and would like the cardiosave maintenance completed. She locates the sn# for the complaint and service to be performed.